Manufacturer narrative:
Customer performed correlation testing on the two unicel dxc 600 analyzers with five (5) random samples. The difference for 2 of the 5 random samples exceeded the analyzers' precision claims. Customer provided the following data to bec: ID: s/n (B)(4); s/n (B)(4). ID: random 1; co2 (mmol/l): 23; co2 (mmol/l): 24. ID: random 2; co2 (mmol/l): 22; co2 (mmol/l): 21. ID: random 3; co2 (mmol/l): 17; co2 (mmol/l): 17. ID: random 4**; co2 (mmol/l): 29; co2 (mmol/l): 25. ID: random 5**; co2 (mmol/l): 22; co2 (mmol/l): 26. Difference in results exceeded the precision of the analyzers. Bec field service engineer (fse) found both unicel dxc 600 analyzers (s/n (B)(4) and s/n (B)(4)) had imprecision issues. The fse replaced the co2 reference electrode on the instruments. This action improved precision. The fse verified performance on both instruments. This is one of two reports related to two events that occurred on the same day. This MDR is related to MDR#2050012-2011-06029.

Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system (serial number (B)(4)) generated co2 patient results that did not match the customer's usual run. Customer compared the co2 results generated by an alternate unicel dxc 600 synchron system (serial number (B)(4)) and noticed that the results varied. Customer reported that to the best of her knowledge no erroneous patient results were reported or generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.